Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic exploration and the incision was sutured. After 15 days, the patient returned with report of wound pain. The doctor found that the incision was red and swollen and the suture was not absorbed. The suture was removed, and the ornidazole injection combined with levofloxacin hydrochloride injection was used to prevent infection, and recombinant bovine basic fibroblast growth factor gel to promote wound healing.